Manufacturer narrative:
MFR received date: 11nov2019. Patient code corrected. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported flow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Boot self-checking normal, normal operation and standby is normal, measuring product test by gas, and observe for 20 minutes, equipment running normally. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
The customer reported that the device has no pressure. The unit was being used on a patient at the time the reported issue occurred. However, there was no patient harm.